Event description:
It was observed that during the evaluation, the subject device exhibited a crack in the glue/adhesive on the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the crack on the light guide lens adhesive was due to a component failure. Olympus will continue to monitor field performance for this device.